Event description:
It was reported that the display of the blood glucose monitor was defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The customer reported the wrong device; the meter was not complained about. The insulin pump is being reported with patient identifier (B)(6).